Event description:
Boston scientific received information that this patient's entire system was explanted due to an infection. Explanted products included an implantable cardioverter defibrillator (ICD), transvenous right ventricular (rv) rate/sense and defibrillation leads, and a transvenous right atrial (ra) lead.

Manufacturer narrative:
No adverse patient effects were reported as a result of this observation. A request has been made to have these product returned to boston scientific. This event will be updated if any additional information becomes available.